Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that atrial lead noise and automode switching was observed on the atrial lead. The noise was not reproducible with isometric testing in clinic. The patient was to continue being monitored in clinic. The patient was stable.